Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8780, serial/lot #: (B)(4), ubd: 13-jul-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving no medication currently via an implantable infusion pump. It was reported that the pump had "slipped" inside the patient's body and hurt. She went to the emergency room (ER) and a CT scan was performed which showed no issues. The patient stated that the pump should be flush to the skin, but hers was not. She could feel the catheter "twisted in her back and maybe around the pump, pulling on the pump." She also mentioned the pump was empty and had been for the past year or two. Physician listings were provided to the patient. No further complications were reported.